Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('essure device fragment in right half of the pelvis'), device dislocation ('essure device fragment in right half of the pelvis'), abdominal pain lower ('abdominal pain / chronic pain in left iliac fossa'), acute kidney injury ('kidney failure due to multiple factors (prerenal + toxic: resolved rhabdomyolysis)') and rhabdomyolysis ('kidney failure due to multiple factors (prerenal + toxic: resolved rhabdomyolisis)') in a (B)(6)-year-old female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic floor repair (mesh on pelvic floor) in 2017, migraine with aura (with hemiparesthesia left side of the body, last episode in 2013) and parity 3. No relevant medical surgical history, no known allergy. Previously administered products included for an unreported indication: mirena. Family history included cancer (ovarian cancer in mother, uterus and ovarian cancer in grandmother (fatal)). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced acute kidney injury (seriousness criterion hospitalization) and rhabdomyolysis (seriousness criterion hospitalization). On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criterion hospitalization) and proctitis ("unspecified rectitis"), 1 year 8 months after insertion of essure. On (B)(6) 2017, the patient experienced hypertension ("high blood pressure") and migraine with aura ("migraines with unilateral paraesthesia"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria hospitalization and intervention required). On (B)(6) 2019, the patient experienced allergy to metals ("sensitivity to nickel") with dermatitis contact. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sexual intercourse"), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), insomnia ("insomnia"), corneal disorder ("left eye cornea deterioration"), arthralgia ("joint pain in hands, elbows, knees and hips"), tooth loss ("loss of teeth"), anxiety ("anxiety") and thyroiditis subacute ("thyroid problems/ de quervain thyroiditis") with hypothyroidism. The patient was hospitalized from (B)(6) 2016 and then from (B)(6) 2019. The patient was treated with surgery (bilateral salpingectomy, additional hysteroscopy to remove essure in right ostium and hysterectomy + bilateral ovariotomy through laparoscopy due to essure remains). At the time of the report, the pelvic pain, device breakage, device dislocation, abdominal pain lower, acute kidney injury, rhabdomyolysis, dyspareunia, allergy to metals, genital haemorrhage, swelling, insomnia, corneal disorder, arthralgia, tooth loss, anxiety, thyroiditis subacute, proctitis and migraine with aura outcome was unknown. The reporter considered abdominal pain lower, acute kidney injury, allergy to metals, anxiety, arthralgia, corneal disorder, device breakage, device dislocation, dyspareunia, genital haemorrhage, hypertension, insomnia, migraine with aura, pelvic pain, proctitis, rhabdomyolysis, swelling, thyroiditis subacute and tooth loss to be related to essure. The reporter commented: (B)(6) 2017 in gyn department for pain check up, migraine with hemiparesthesia of left side of the body, stroke ruled out. Date of hysterectomy and ovariectomy not provided. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2019: computed tomography of the pelvis without contrast agent. Hyper dense bodies (4) on the right half of the pelvis, all of them on a millimetric scale and could be essure fragments. Gynaecological examination - on (B)(6) 2017: due to pain check-up patient was referred to the pain management department. Diagnosed high blood pressure and unilateral migraines. Hysteroscopy - on (B)(6) 2015: essure insertion uneventful. Laparoscopy - on (B)(6) 2019: bilateral salpingectomy with general anesthesia. Essure were removed, procedure uneventful. As the right side essure could not be seen in the abdomen, we performed a diagnostic hysteroscopy during the second episode. Here essure was seen on the right-side tubal ostium, extracted using grasping forceps. Physical examination - on (B)(6) 2016: unspecified abdominal pain and unspecified rectitis upon discharge ( till (B)(6) 2016 internal medicine department). Skin test - on (B)(6) 2019: positive 48-hour reading of nickel sulphate, negative for the rest of the contact materials. Negative in 96-hour reading of all other contact materials of the true [thin-layer rapid use epicutaneous patch] test group. X-ray - on (B)(6) 2019: essure device fragment in right half of the pelvis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), device breakage ('essure device fragment in right half of the pelvis'), device dislocation ('essure device fragment in right half of the pelvis'), abdominal pain lower ('abdominal pain / chronic pain in left iliac fossa'), acute kidney injury ('kidney failure due to multiple factors (prerenal + toxic: resolved rhabdomyolisis') and rhabdomyolysis ('kidney failure due to multiple factors (prerenal + toxic: resolved rhabdomyolisis') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic floor repair (mesh on pelvic floor) in 2017, migraine with aura (with hemiparesthesia left side of the body, last episode in 2013) and parity 3. No relevant medical surgical history, no known allergy. Previously administered products included for an unreported indication: mirena. Family history included cancer (ovarian cancer in mother, uterus and ovarian cancer in grandmother (fatal). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced acute kidney injury (seriousness criterion hospitalization) and rhabdomyolysis (seriousness criterion hospitalization). On (B)(6) 2016, the patient experienced abdominal pain lower (seriousness criterion hospitalization) and proctitis ("unspecified rectitis"), 1 year 8 months after insertion of essure. On (B)(6) 2017, the patient experienced hypertension ("high blood pressure") and migraine with aura ("migraines with unilateral paraesthesia"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria hospitalization and intervention required). On (B)(6) 2019, the patient experienced allergy to metals ("sensitivity to nickel") with dermatitis contact. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sexual intercourse"), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), insomnia ("insomnia"), corneal disorder ("left eye cornea deterioration"), arthralgia ("joint pain in hands, elbows, knees and hips"), tooth loss ("loss of teeth"), anxiety ("anxiety") and thyroiditis subacute ("thyroid problems/ de quervain thyroiditis") with hypothyroidism. The patient was hospitalized from (B)(6) 2016 and then from (B)(6) 2019. The patient was treated with surgery (bilateral salpingectomy, additional hysteroscopy to remove essure in right ostium and hysterectomy + bilateral ovariotomy through laparoscopy due to essure remains). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, device dislocation, abdominal pain lower, acute kidney injury, rhabdomyolysis, dyspareunia, allergy to metals, genital haemorrhage, swelling, insomnia, corneal disorder, arthralgia, tooth loss, anxiety, thyroiditis subacute, proctitis and migraine with aura outcome was unknown. The reporter considered abdominal pain lower, acute kidney injury, allergy to metals, anxiety, arthralgia, corneal disorder, device breakage, device dislocation, dyspareunia, genital haemorrhage, hypertension, insomnia, migraine with aura, pelvic pain, proctitis, rhabdomyolysis, swelling, thyroiditis subacute and tooth loss to be related to essure. The reporter commented: (B)(6) 2017 in gyn department for pain check up, migraine with hemiparesthesia of left side of the body, stroke ruled out. Date of hysterectomy and ovariectomy not provided. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on (B)(6) 2019: computed tomography of the pelvis without contrast agent. Hyper dense bodies (4) on the right half of the pelvis, all of them on a millimetric scale and could be essure fragments. Gynaecological examination on (B)(6) 2017: due to pain check-up patient was referred to the pain management department. Diagnosed high blood pressure and unilateral migraines. Hysteroscopy on (B)(6) 2015: essure insertion uneventful. Laparoscopy on (B)(6) 2019: bilateral salpingectomy with general anesthesia. Essure were removed, procedure uneventful. As the right side essure could not be seen in the abdomen, we performed a diagnostic hysteroscopy during the second episode. Here essure was seen on the right-side tubal ostium, extracted using grasping forceps. Physical examination on (B)(6) 2016: unspecified abdominal pain and unspecified rectitis upon discharge ( till (B)(6) 2016 internal medicine department). Skin test on (B)(6) 2019: positive 48-hour reading of nickel sulphate, negative for the rest of the contact materials. Negative in 96-hour reading of all other contact materials of the true [thin-layer rapid use epicutaneous patch] test group. X-ray on (B)(6) 2019: essure device fragment in right half of the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / abdominopelvic pain'), device breakage ('essure device fragment in right half of the pelvis'), device dislocation ('essure device fragment in right half of the pelvis'), acute kidney injury ('kidney failure due to multiple factors (prerenal + toxic: resolved rhabdomyolisis) / multifactorial acute renal failure'), rhabdomyolysis ('kidney failure due to multiple factors (prerenal + toxic: resolved rhabdomyolisis)'), pain in extremity ('pain in the lower limbs') and multiple episodes of abdominal pain lower ('chronic pain in left iliac fossa / more localized in the left iliac fossa that radiates towards the descending colon with the splenic flexure ((B)(6) 2016, (B)(6) 2017) / stabbing pain radiated to the left iliac fossa 4-5 days ((B)(6) 2019)', 'chronic pain in the left iliac fossa ((B)(6) 2016) / pain in the left iliac fossa that radiated to the vagina of 2 hours of evolution ((B)(6)2016, (B)(6) 2019)') in a 39-year-old female patient who had essure (batch no. C26958) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic floor repair (mesh on pelvic floor) in 2017, stress urinary incontinence (without improvement.) On (B)(6) 2014, migraine with aura (with hemiparesthesia left side of the body. Last episode in 2015 with paresthesias in the left side of the body) and parity 3. No relevant medical surgical history, no known allergy. Previously administered products included for an unreported indication: mirena on (B)(6)2014. Concurrent conditions included hypertension (from the age of 32). Family history included cancer (ovarian cancer in mother, uterus and ovarian cancer in grandmother (fatal)). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced urogenital infection fungal ("proven female urogenital candidiasis"), 1 year 7 months after insertion of essure. On (B)(6) 2016, the patient experienced pain in extremity (seriousness criterion hospitalization) and the first episode of abdominal pain lower (seriousness criterion hospitalization). In (B)(6) 2016, the patient experienced acute kidney injury (seriousness criterion hospitalization) and rhabdomyolysis (seriousness criterion hospitalization). On (B)(6) 2016, the patient experienced abdominal pain ("progressive colicky pain recurrent / slight punctures in the abdomen ((B)(6) 2019)"). On (B)(6) 2016, the patient experienced the second episode of abdominal pain lower (seriousness criterion hospitalization) and proctitis ("unspecified rectitis recurrent"). On (B)(6) 2017, the patient experienced hypertension ("high blood pressure"), migraine with aura ("migraines with unilateral paraesthesia") and groin pain ("pain in the left inguinal region"). On (B)(6) 2017, the patient experienced renal colic ("urinalysis is performed, evidencing hematuria, which is why renal colic is suspected / doubtful left reno ureteral colic ((B)(6) 2017)"). On (B)(6) 2018, the patient experienced syncope ("syncope"). On (B)(6) 2018, the patient experienced visual acuity reduced ("reduction in visual acuity in both eyes"). On (B)(6) 2019, the patient experienced suprapubic pain ("pain in both suprapubic areas / pain at the suprapubic level for 4 days of progressive onset ((B)(6) 2019)"). On (B)(6) 2019, the patient experienced corneal neovascularisation ("corneal neovascularization in the left eye"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria hospitalization and intervention required). On (B)(6) 2019, the patient experienced intermenstrual bleeding ("abundant metrorrhagia (diagnosed as possible regular menstruation)/scarce metrorrhagia (less quantity than menstruation from the day of total hysterectomy) associated with abdominal pain four days of evolution/vaginal bleeding with clots ((B)(6) 2019"). On (B)(6) 2019, the patient experienced dysuria ("discomfort on urination") and micturition urgency ("urgency on urination"). On (B)(6) 2019, the patient experienced allergy to metals ("sensitivity to nickel") with dermatitis contact. On (B)(6)2019, the patient experienced menopausal symptoms ("menopausal symptoms") with insomnia and hot flush. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sexual intercourse"), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), corneal disorder ("left eye cornea deterioration"), arthralgia ("joint pain in hands, elbows, knees and hips / lower limbs pain"), tooth loss ("loss of teeth"), anxiety ("anxiety") and thyroiditis subacute ("thyroid problems/ de quervain thyroiditis") with hypothyroidism. The patient was hospitalized on (B)(6)2016 , and then (B)(6) 2019. The patient was treated with metamizole magnesium (nolotil), paracetamol;tramadol hydrochloride (zaldiar) and surgery (bilateral salpingectomy, additional hysteroscopy to remove essure in right ostium, hysterectomy + bilateral ovariotomy through laparoscopy due to essure remains and urethral suspension technique with sling (tvt-o) was performed ((B)(6) 2017)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, device dislocation, the last episode of abdominal pain lower, acute kidney injury, rhabdomyolysis, dyspareunia, allergy to metals, genital haemorrhage, swelling, corneal disorder, arthralgia, tooth loss, anxiety, thyroiditis subacute, proctitis, migraine with aura, urogenital infection fungal, pain in extremity, abdominal pain, groin pain, renal colic, syncope, visual acuity reduced, corneal neovascularisation, suprapubic pain, intermenstrual bleeding, dysuria, micturition urgency and menopausal symptoms outcome was unknown. The reporter considered abdominal pain, acute kidney injury, allergy to metals, anxiety, arthralgia, corneal disorder, corneal neovascularisation, device breakage, device dislocation, dyspareunia, dysuria, genital haemorrhage, groin pain, hypertension, intermenstrual bleeding, menopausal symptoms, micturition urgency, migraine with aura, pain in extremity, pelvic pain, proctitis, renal colic, rhabdomyolysis, suprapubic pain, swelling, syncope, thyroiditis subacute, tooth loss, urogenital infection fungal, visual acuity reduced, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: (B)(6) 2017 in gyn department for pain check up, migraine with hemiparesthesia of left side of the body, stroke ruled out. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - (B)(6) 2019: h red blood cells 3.77 10e6/ul (4.60-5.70); hematocrit 35.3% (40.0-54.0); hemoglobin 11.7 g/dl (12.0¿16.0); c-reactive protein 3.6 mg/dl (0.0-0.5).; on (B)(6) 2019: blood test with red blood cells 3.91 10e6/ul (4.00-5.50); hematocrit 37.1% (40.0-54.0); hemoglobin 11.9 g/dl (12.0 ¿ 16.0); c-reactive protein 3.6 mg/dl (0.0-0.5).; on (B)(6) 2019: red blood cells 4.02 10e6/ul (4.60-5.70); hematocrit 38.4% (40.0-54.0); c-reactive protein 3.8 mg/dl (0.0-0.5).. Computerised tomogram - (B)(6) 2019: computed tomography of the pelvis without contrast agent. Hyper dense bodies (4) on the right half of the pelvis, all of them on a millimetric scale and could be essure fragments; on (B)(6) 2020: hyperdense images were observed in the right hemipelvis compatible with essure fragments.. Gynaecological examination - on (B)(6) 2017: due to pain check-up patient was referred to the pain management department. Diagnosed high blood pressure and unilateral migraines; on (B)(6) 2019: in the right ovary, a rounded formation with anechoic content and smooth walls compatible with a benign cyst was identified.; on (B)(6) 2019: essures normoinserted at the level of the horns.; on (B)(6) 2019: radio diagnosis report for dense breast. Isolated cysts were observed in both breasts, the largest internal periareolar of the right breast measuring 15 mm. Hysteroscopy - on (B)(6) 2015: essure insertion uneventful. Laparoscopy - on (B)(6) 2019: bilateral salpingectomy with general anesthesia. Essure were removed, procedure uneventful. As the right side essure could not be seen in the abdomen, we performed a diagnostic hysteroscopy during the second episode. Here essure was seen on the right-side tubal ostium, extracted using grasping forceps. Pathology test - on (B)(6) 2019: fallopian tubes without notable histological alterations. Paratubaric cyst.; on (B)(6) 2019: bilateral oophorectomy: well structured ovarian parenchyma. Steatocrotic nodule. Total hysterectomy, uterine leiomyoma, proliferative endometrium. Cervical squamous metaplasia.. Physical examination - on (B)(6) 2016: unspecified abdominal pain and unspecified rectitis upon discharge ( till (B)(6) 2016 internal medicine department); on (B)(6) 2019: fibrotic area in the left angle, painful on palpation was identified.. Skin test - on (B)(6) 2019: positive 48-hour reading of nickel sulphate, negative for the rest of the contact materials. Negative in 96-hour reading of all other contact materials of the true [thin-layer rapid use epicutaneous patch] test group; on (B)(6) 2020: skin tests positive true test for nickel. Metal irritant contact dermatites. Contact dermatitis due to nickel sensitization.. Smear cervix - on (B)(6) 2019: presence of endocervical cells/transformation zone. Reactive changes associated with inflammation and repair. Urine analysis - on (B)(6) 2017: hematuria. X-ray - on (B)(6) 2019: bilateral metal images of the essure device were displayed in the minor pelvis. Nodular image projected in the right minor hemipelvis with peripheral calcification suggestive of calcified pedunculated myoma.; on (B)(6) 2019: essure device fragment in right half of the pelvis. Lot number: c26958. Production date 2014-02-24. Expiration date 2017-02-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-jan-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / abdominopelvic pain'), device breakage ('essure device fragment in right half of the pelvis'), device dislocation ('essure device fragment in right half of the pelvis'), acute kidney injury ('kidney failure due to multiple factors (prerenal + toxic: resolved rhabdomyolisis) / multifactorial acute renal failure'), rhabdomyolysis ('kidney failure due to multiple factors (prerenal + toxic: resolved rhabdomyolisis)'), pain in extremity ('pain in the lower limbs') and multiple episodes of abdominal pain lower ('chronic pain in left iliac fossa / more localized in the left iliac fossa that radiates towards the descending colon with the splenic flexure ((B)(6) 2016, (B)(6) 2017) / stabbing pain radiated to the left iliac fossa 4-5 days ((B)(6) 2019)', 'chronic pain in the left iliac fossa ((B)(6) 2016) / pain in the left iliac fossa that radiated to the vagina of 2 hours of evolution ((B)(6) 2016, (B)(6) 2019)') in a 39-year-old female patient who had essure (batch no. C26958) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic floor repair (mesh on pelvic floor) in 2017, stress urinary incontinence (without improvement.) On (B)(6) 2014, migraine with aura (with hemiparesthesia left side of the body. Last episode in 2015 with paresthesias in the left side of the body) and parity 3. No relevant medical surgical history, no known allergy. Previously administered products included for an unreported indication: mirena on (B)(6)2014. Concurrent conditions included hypertension (from the age of 32). Family history included cancer (ovarian cancer in mother, uterus and ovarian cancer in grandmother (fatal)). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced candida infection ("proven female urogenital candidiasis"), 1 year 7 months after insertion of essure. On (B)(6) 2016, the patient experienced pain in extremity (seriousness criterion hospitalization) and the first episode of abdominal pain lower (seriousness criterion hospitalization). In (B)(6) 2016, the patient experienced acute kidney injury (seriousness criterion hospitalization) and rhabdomyolysis (seriousness criterion hospitalization). On (B)(6) 2016, the patient experienced abdominal pain ("progressive colicky pain recurrent / slight punctures in the abdomen ((B)(6) 2019)"). On (B)(6) 2016, the patient experienced the second episode of abdominal pain lower (seriousness criterion hospitalization) and proctitis ("unspecified rectitis recurrent"). On (B)(6) 2017, the patient experienced hypertension ("high blood pressure"), migraine with aura ("migraines with unilateral paraesthesia") and groin pain ("pain in the left inguinal region"). On (B)(6) 2017, the patient experienced renal colic ("urinalysis is performed, evidencing hematuria, which is why renal colic is suspected / doubtful left reno ureteral colic ((B)(6) 2017)"). On (B)(6) 2018, the patient experienced syncope ("syncope"). On (B)(6) 2018, the patient experienced visual acuity reduced ("reduction in visual acuity in both eyes"). On (B)(6) 2019, the patient experienced suprapubic pain ("pain in both suprapubic areas / pain at the suprapubic level for 4 days of progressive onset ((B)(6) 2019, (B)(6) 2019)"). On (B)(6) 2019, the patient experienced corneal neovascularisation ("corneal neovascularization in the left eye"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria hospitalization and intervention required). On (B)(6) 2019, the patient experienced intermenstrual bleeding ("abundant metrorrhagia (diagnosed as possible regular menstruation)/scarce metrorrhagia (less quantity than menstruation from the day of total hysterectomy) associated with abdominal pain four days of evolution/vaginal bleeding with clots ((B)(6) 2019"). On (B)(6) 2019, the patient experienced dysuria ("discomfort on urination") and micturition urgency ("urgency on urination"). On (B)(6) 2019, the patient experienced allergy to metals ("sensitivity to nickel") with dermatitis contact. On (B)(6) 2019, the patient experienced menopausal symptoms ("menopausal symptoms") with insomnia and hot flush. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during sexual intercourse"), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), corneal disorder ("left eye cornea deterioration"), arthralgia ("joint pain in hands, elbows, knees and hips / lower limbs pain"), tooth loss ("loss of teeth"), anxiety ("anxiety") and thyroiditis subacute ("thyroid problems/ de quervain thyroiditis") with hypothyroidism. The patient was hospitalized on (B)(6) 2016 , from (B)(6) 2016 to (B)(6) 2016 and then from (B)(6) 2019 to (B)(6) 2019. The patient was treated with metamizole magnesium (nolotil), paracetamol;tramadol hydrochloride (zaldiar) and surgery (bilateral salpingectomy, additional hysteroscopy to remove essure in right ostium, hysterectomy + bilateral ovariotomy through laparoscopy due to essure remains and urethral suspension technique with sling (tvt-o) was performed ((B)(6) 2017)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, device breakage, device dislocation, the last episode of abdominal pain lower, acute kidney injury, rhabdomyolysis, dyspareunia, allergy to metals, genital haemorrhage, swelling, corneal disorder, arthralgia, tooth loss, anxiety, thyroiditis subacute, proctitis, migraine with aura, candida infection, pain in extremity, abdominal pain, groin pain, renal colic, syncope, visual acuity reduced, corneal neovascularisation, suprapubic pain, intermenstrual bleeding, dysuria, micturition urgency and menopausal symptoms outcome was unknown. The reporter considered abdominal pain, acute kidney injury, allergy to metals, anxiety, arthralgia, candida infection, corneal disorder, corneal neovascularisation, device breakage, device dislocation, dyspareunia, dysuria, genital haemorrhage, groin pain, hypertension, intermenstrual bleeding, menopausal symptoms, micturition urgency, migraine with aura, pain in extremity, pelvic pain, proctitis, renal colic, rhabdomyolysis, suprapubic pain, swelling, syncope, thyroiditis subacute, tooth loss, visual acuity reduced, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: (B)(6) 2017 in gyn department for pain check up, migraine with hemiparesthesia of left side of the body, stroke ruled out. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on (B)(6) 2019: h red blood cells 3.77 10e6/ul (4.60-5.70); hematocrit 35.3% (40.0-54.0); hemoglobin 11.7 g/dl (12.0¿16.0); c-reactive protein 3.6 mg/dl (0.0-0.5).; on (B)(6) 2019: blood test with red blood cells 3.91 10e6/ul (4.00-5.50); hematocrit 37.1% (40.0-54.0); hemoglobin 11.9 g/dl (12.0 ¿ 16.0); c-reactive protein 3.6 mg/dl (0.0-0.5).; on (B)(6) 2019: red blood cells 4.02 10e6/ul (4.60-5.70); hematocrit 38.4% (40.0-54.0); c-reactive protein 3.8 mg/dl (0.0-0.5).. Computerised tomogram - on (B)(6) 2019: computed tomography of the pelvis without contrast agent. Hyper dense bodies (4) on the right half of the pelvis, all of them on a millimetric scale and could be essure fragments; on (B)(6) 2020: hyperdense images were observed in the right hemipelvis compatible with essure fragments.. Gynaecological examination - on (B)(6) 2017: due to pain check-up patient was referred to the pain management department. Diagnosed high blood pressure and unilateral migraines; on (B)(6) 2019: in the right ovary, a rounded formation with anechoic content and smooth walls compatible with a benign cyst was identified.; on (B)(6) 2019: essures normoinserted at the level of the horns.; on (B)(6) 2019: radio diagnosis report for dense breast. Isolated cysts were observed in both breasts, the largest internal periareolar of the right breast measuring 15 mm. Hysteroscopy - on (B)(6) 2015: essure insertion uneventful. Laparoscopy - on (B)(6) 2019: bilateral salpingectomy with general anesthesia. Essure were removed, procedure uneventful. As the right side essure could not be seen in the abdomen, we performed a diagnostic hysteroscopy during the second episode. Here essure was seen on the right-side tubal ostium, extracted using grasping forceps. Pathology test - on (B)(6) 2019: fallopian tubes without notable histological alterations. Paratubaric cyst.; on (B)(6) 2019: bilateral oophorectomy: well structured ovarian parenchyma. Steatocrotic nodule. Total hysterectomy, uterine leiomyoma, proliferative endometrium. Cervical squamous metaplasia.. Physical examination - on (B)(6) 2016: unspecified abdominal pain and unspecified rectitis upon discharge ( till (B)(6) 2016 internal medicine department); on (B)(6) 2019: fibrotic area in the left angle, painful on palpation was identified.. Skin test - on (B)(6) 2019: positive 48-hour reading of nickel sulphate, negative for the rest of the contact materials. Negative in 96-hour reading of all other contact materials of the true [thin-layer rapid use epicutaneous patch] test group; on (B)(6) 2020: skin tests positive true test for nickel. Metal irritant contact dermatites. Contact dermatitis due to nickel sensitization.. Smear cervix - on (B)(6) 2019: presence of endocervical cells/transformation zone. Reactive changes associated with inflammation and repair. Urine analysis - on (B)(6) 2017: hematuria. X-ray - on (B)(6) 2019: bilateral metal images of the essure device were displayed in the minor pelvis. Nodular image projected in the right minor hemipelvis with peripheral calcification suggestive of calcified pedunculated myoma.; on (B)(6) 2019: essure device fragment in right half of the pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2022: new informations added: 3 hcp, essure lot number, medical history, lab datas, adverse events (female urogenital candidiasis, pain in the lower limbs, progressive colicky pain recurrent and slight punctures in the abdomen, pain in the left inguinal region, hematuria, syncope, reduction in visual acuity in both eyes, corneal neovascularization in the left eye, recurrent pain in both suprapubic areas, abundant metrorrhagia, discomfort and urgency on urination and menopausal symptoms. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain / abdominopelvic pain"), device breakage ("essure device fragment in right half of the pelvis"), device dislocation ("essure device fragment in right half of the pelvis"), several episodes of abdominal pain lower ("chronic pain in left iliac fossa / more localized in the left iliac fossa that radiates towards the descending colon with the splenic flexure ((B)(6) 2016, (B)(6) 2017) / stabbing pain radiated to the left iliac fossa 4-5 days ((B)(6) 2019)" and "chronic pain in the left iliac fossa ((B)(6) 2016) / pain in the left iliac fossa that radiated to the vagina of 2 hours of evolution ((B)(6) 2016, (B)(6) 2019)"), acute kidney injury ("kidney failure due to multiple factors (prerenal + toxic: resolved rhabdomyolisis) / multifactorial acute renal failure"), rhabdomyolysis ("kidney failure due to multiple factors (prerenal + toxic: resolved rhabdomyolisis)") and pain in extremity ("pain in the lower limbs") in a 39 year-old female patient who had essure inserted (lot no. C26958) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic floor repair (mesh on pelvic floor) in 2017, stress urinary incontinence (without improvement.) In 2014 and parity 3 and migraine with aura (with hemiparesthesia left side of the body. Last episode in 2015 with paresthesias in the left side of the body). No relevant medical surgical history, no known allergy. Previously administered products included: mirena. The patient had a family history of cancer (ovarian cancer in mother, uterus and ovarian cancer in grandmother (fatal)). As concurrent condition the report mentioned hypertension (from the age of 32). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 602 days after essure insertion, she experienced urogenital infection fungal ("proven female urogenital candidiasis"). On (B)(6) 2016 she experienced pain in extremity (seriousness criterion hospitalisation) and a first episode of abdominal pain lower (seriousness criterion hospitalisation). On (B)(6) 2016 she experienced abdominal pain ("progressive colicky pain recurrent / slight punctures in the abdomen ((B)(6) 2019)"). On (B)(6) 2016 she experienced a second episode of abdominal pain lower (seriousness criterion hospitalisation) and proctitis ("unspecified rectitis recurrent"). In (B)(6) 2016 she experienced acute kidney injury (seriousness criterion hospitalisation) and rhabdomyolysis (seriousness criterion hospitalisation). On (B)(6) 2017 she experienced hypertension ("high blood pressure"), migraine with aura ("migraines with unilateral paraesthesia") and groin pain ("pain in the left inguinal region"). On (B)(6) 2017 she experienced renal colic ("urinalysis is performed, evidencing hematuria, which is why renal colic is suspected / doubtful left reno ureteral colic ((B)(6) 2017)"). On (B)(6) 2018 she experienced syncope ("syncope"). On (B)(6) 2018 she experienced visual acuity reduced ("reduction in visual acuity in both eyes"). On (B)(6) 2019 she experienced suprapubic pain ("pain in both suprapubic areas / pain at the suprapubic level for 4 days of progressive onset ((B)(6) 2019, (B)(6) 2019)"). On (B)(6) 2019 she experienced corneal neovascularisation ("corneal neovascularization in the left eye"). On (B)(6) 2019 she experienced device breakage (seriousness criteria medically important and intervention required) and device dislocation (seriousness criteria hospitalisation and intervention required). On (B)(6) 2019 she experienced intermenstrual bleeding ("abundant metrorrhagia (diagnosed as possible regular menstruation)/scarce metrorrhagia (less quantity than menstruation from the day of total hysterectomy) associated with abdominal pain four days of evolution/vaginal bleeding with clots ((B)(6) 2019"). On (B)(6) 2019 she experienced dysuria ("discomfort on urination") and micturition urgency ("urgency on urination"). On (B)(6) 2019 she experienced allergy to metals ("sensitivity to nickel") with hot flush, insomnia, dermatitis contact and hypothyroidism. On (B)(6) 2019 she experienced menopausal symptoms ("menopausal symptoms") with hot flush, insomnia, dermatitis contact and hypothyroidism. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), dyspareunia ("pain during sexual intercourse"), genital haemorrhage ("excessive bleeding"), swelling ("swelling"), corneal disorder ("left eye cornea deterioration"), arthralgia ("joint pain in hands, elbows, knees and hips / lower limbs pain"), tooth loss ("loss of teeth"), anxiety ("anxiety"), thyroiditis subacute ("thyroid problems/ de quervain thyroiditis") with hot flush, insomnia, dermatitis contact and hypothyroidism and metal poisoning ("metallosis"). The patient was hospitalised from (B)(6) 2016 for an unknown duration, from (B)(6) 2016 for an unknown duration, from (B)(6) 2016 for an unknown duration, from (B)(6) 2016 for an unknown duration, from (B)(6) 2016 to (B)(6) 2016 and from (B)(6) 2019 to (B)(6) 2019. The patient was treated with zaldiar (paracetamol;tramadol hydrochloride) and nolotil [metamizole magnesium] as well as surgery (bilateral salpingectomy, additional hysteroscopy to remove essure in right ostium, hysterectomy + bilateral ovariotomy through laparoscopy due to essure remains and urethral suspension technique with sling (tvt-o) was performed ((B)(6) 2017)). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal pain, the first episode of abdominal pain lower, the second episode of abdominal pain lower, acute kidney injury, allergy to metals, anxiety, arthralgia, corneal disorder, corneal neovascularisation, device breakage, device dislocation, dyspareunia, dysuria, genital haemorrhage, groin pain, hypertension, intermenstrual bleeding, menopausal symptoms, metal poisoning, micturition urgency, migraine with aura, pain in extremity, pelvic pain, proctitis, renal colic, rhabdomyolysis, suprapubic pain, swelling, syncope, thyroiditis subacute, tooth loss, urogenital infection fungal and visual acuity reduced to be related to essure administration. The reporter commented: (B)(6) 2017 in gyn department for pain check up, migraine with hemiparesthesia of left side of the body, stroke ruled out. Diagnostic results (normal ranges are provided in parenthesis if available): [blood test] on (B)(6) 2019: h red blood cells 3.77 10e6/ul (4.60-5.70); hematocrit 35.3% (40.0-54.0); hemoglobin 11.7 g/dl (12.0¿16.0); c-reactive protein 3.6 mg/dl (0.0-0.5).; on (B)(6) 2019: blood test with red blood cells 3.91 10e6/ul (4.00-5.50); hematocrit 37.1% (40.0-54.0); hemoglobin 11.9 g/dl (12.0 ¿ 16.0); c-reactive protein 3.6 mg/dl (0.0-0.5).; on (B)(6) 2019: red blood cells 4.02 10e6/ul (4.60-5.70); hematocrit 38.4% (40.0-54.0); c-reactive protein 3.8 mg/dl (0.0-0.5). [Computerised tomogram] on (B)(6) 2019: computed tomography of the pelvis without contrast agent. Hyper dense bodies (4) on the right half of the pelvis, all of them on a millimetric scale and could be essure fragments; on (B)(6) 2020: hyperdense images were observed in the right hemipelvis compatible with essure fragments. [Gynaecological examination] on (B)(6) 2017: due to pain check-up patient was referred to the pain management department. Diagnosed high blood pressure and unilateral migraines; on (B)(6) 2019: in the right ovary, a rounded formation with anechoic content and smooth walls compatible with a benign cyst was identified.; on (B)(6) 2019: essures normoinserted at the level of the horns.; on (B)(6) 2019: radio diagnosis report for dense breast. Isolated cysts were observed in both breasts, the largest internal periareolar of the right breast measuring 15 mm [hysteroscopy] on (B)(6) 2015: essure insertion uneventful [laparoscopy] on (B)(6) 2019: bilateral salpingectomy with general anesthesia. Essure were removed, procedure uneventful. As the right side essure could not be seen in the abdomen, we performed a diagnostic hysteroscopy during the second episode. Here essure was seen on the right-side tubal ostium, extracted using grasping forceps [pathology test] on (B)(6) 2019: fallopian tubes without notable histological alterations. Paratubaric cyst.; on (B)(6) 2019: bilateral oophorectomy: well structured ovarian parenchyma. Steatocrotic nodule. Total hysterectomy, uterine leiomyoma, proliferative endometrium. Cervical squamous metaplasia. [Physical examination] on (B)(6) 2016: unspecified abdominal pain and unspecified rectitis upon discharge ( till (B)(6) 2016 internal medicine department); on (B)(6) 2019: fibrotic area in the left angle, painful on palpation was identified. [Skin test] on (B)(6) 2019: positive 48-hour reading of nickel sulphate, negative for the rest of the contact materials. Negative in 96-hour reading of all other contact materials of the true [thin-layer rapid use epicutaneous patch] test group; on (B)(6) 2020: skin tests positive true test for nickel. Metal irritant contact dermatites. Contact dermatitis due to nickel sensitization. [Smear cervix] on (B)(6) 2019: presence of endocervical cells/transformation zone. Reactive changes associated with inflammation and repair. [Urine analysis] on (B)(6) 2017: hematuria. [X-ray] on (B)(6) 2019: bilateral metal images of the essure device were displayed in the minor pelvis. Nodular image projected in the right minor hemipelvis with peripheral calcification suggestive of calcified pedunculated myoma.; on (B)(6) 2019: essure device fragment in right half of the pelvis. Lot number: c26958. Production date: 2014-02-24. Expiration date: 2017-02-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jun-2022: event metallosis was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.